Event description:
Info received that the head section would not go up. No injury reported.

Manufacturer narrative:
The tech found the bed in storage. Head section would not go up. Replaced the valve solenoid to resolve this issue.